Event description:
The pharmacist at the hospital, reported that "the proximal locking screw fractured into the tibial nail."

Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.